Manufacturer narrative:
(B)(4). G2: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Event description:
It was reported that the instrument fractured during the initial procedure. Subsequently, the patient reported pain and it was determined that an instrument fragment was retained by the patient. The piece was removed in a revision procedure. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported patient underwent a revision procedure approximately two months post implantation to remove an instrument fragment which occurred during the the initial procedur. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: possible product ID: 110024772 lot: 66110678 sterile date: 27 may 2028 mfg date: 27 may 2023 UDI: (B)(4). 110024773 lot: 66110991 sterile date: 9 june 2028 mfg date: 9 june 2023 UDI: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device identified we are unable to verify item/lot information as there was no packaging materials returned and no etch on the portion of the device returned. The needle has fractured and not all of the needle was returned. There is suture and anchor remaining in the needle as well. Fracture analysis has been previously analyzed for curved juggerstitches where bending overload was identified as the mode of failure. Device history record was reviewed and no discrepancies were found. The reported event is confirmed via product return. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.